Event description:
It was reported that noise was observed. Patient was scheduled for another follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found normal electrical characteristics. External insulation abrasions were found between 4.7cm-5cm and 5.4cm- 5.6cm from connector pin due to friction to can.